Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead management procedure commenced to extract 3 non-functional leads (2 right ventricular and 1 right atrial). The first rv lead was removed with traction only. A spectranetics 13fr tightrail rotating dilator sheath was utilized on the second rv lead. When the tightrail tip was in the superior vena cava (svc)the patient's blood pressure dropped and an effusion was visible on transesophageal echocardiogram (tee). Rescue interventions were implemented and successful. The remaining 2 leads were removed. Injury was repaired and patient survived procedure.